Manufacturer narrative:
Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer was able to perform the insulin pump rewind. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The alarm history contained more than one motor error alarm within a 30-day period. The insulin pump will be returned for analysis.